Event description:
On (B)(6) 2023 @ approximately 10:04am a bard mission 18gx16cm biopsy gun malfunctioned during a renal biopsy. Dr (B)(6) was attempting to take a core sample when he pushed on the top of the device and the plastic hand piece broke into two pieces. We then opened a new biopsy gun and completed the procedure. Dr (B)(6) asked that we send the broken device back to the company. The device will be taken to risk management once the rl is completed.